Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom "failed flow rate accuracy test" was reproduced. Evaluation sent the device for flow rate accuracy test and delivered with error percentage of -7.445 which is out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate travel. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy test in the biomed service department. There was no patient involvement. No additional information is available.